Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an interventional procedure. Reportedly, a suture break occurred. A second proglide was used with the same results. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the proglide device was returned for evaluation. The plunger, suture, link, needles and cuffs were not returned with the device. Without the return of these components, the scope of this investigation was limited and the reported suture break could not be confirmed. Inspection of the returned device revealed incomplete foot parking and the probable cause was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.